Manufacturer narrative:
The fracture was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy as stimulation was autoreducing. Reprogramming was unable to provide effective coverage. The patient underwent surgical intervention and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.